Event description:
It was reported to boston scientific corporation that a box of twenty hemostatic resolution clip devices was opened on (B)(6) 2014. According to the complainant, during unpacking, one clip package was already open and the seal was compromised. There was no patient or procedure involved in this event.

Manufacturer narrative:
(B)(4) seal compromised. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.